Event description:
Boston scientific (formerly guidant) received information from the patient in response to a device tracking mailing. The patient reported that an incisional hernia was observed post implant of her ancure endograft used to repair an abdominal aortic aneurysm (aaa). This required additional surgical intervention which was not specified. She reported that later a blood clot was identified in her leg (unspecified which leg) that caused pain, which required surgical intervention times two and was later identified by a second physician as a seroma. The patient stated she currently has leg, foot, abdominal swelling and has been bed ridden since the initial implant.

Manufacturer narrative:
Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available this event will be updated.